Event description:
Customer's mother reported hospitalization. Caller stated that the infusion sets are crimping and caused a hospitalization. Caller stated that the insulin pump is not alarming, the blood glucose rose to over 500 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.